Manufacturer narrative:
Please see attached summary memo.

Event description:
The doctor reported the implant was removed due to insufficient primary stability, 26 days after implant placement. The bone quality was type iii. The oral hygiene around implant site was good. Pain and abnormal sensation around implant placement were found during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.